Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing discomfort. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high capture threshold and diaphragmatic stimulation. A chest x-ray was performed and the lead was lacking slack. The rv lead was repositioned (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.